Event description:
Account initially obtained pt sample results of 60 mg/dl for bun and 28.0 mg/dl for calcium. When repeated, the bun results were 28 mg/dl and 28 mg/dl. When the calcium sample was repeated the result was 9.5 mg/dl. The incorrect results were no reported. The field service rep found the instrument had uneven reagent dispense and repaired the analyzer by replacing the dispensing system.